Manufacturer narrative:
Customer is being requested to perform precision study. The cause for the discordant hemoglobin a1c (hba1c) result is unknown.

Event description:
Customer reported discordant hemoglobin a1c (hba1c) result. A finger stick on the instrument resulted in a hba1c of 8.5% whereas a venipuncture reference lab hba1c result was 6.0%. There was no report of injury due to this event.